Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-13999mff, fastpass scorpion sl-mf with flushport, batch number 15318295, was received for investigation and upon visual inspection, it was observed that the jaw does not close completely (see evaluation picture 3). Functional testing was not performed due to the damage of the device. The most likely cause of the reported failure is wear and tear over repetitive usage. Further visual inspection revealed that the device shows signs of metal surface oxidation (see evaluation pictures 4 - 6).

Event description:
No complaint allegation was provided. Also, there was no harm for patient, operator or third party reported. It will be processed as repair, not as complaint. *** update 02-dez-2025 vbu: it was reported that the device does not close anymore. *** 12-dec-2025 majung: further information was received: it was reported that during the rotator cuff surgery, the device did not close anymore. No parts broke off the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with using a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.